Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the alcohol lid from the alcohol tank of the endoscope reprocessor was thrown away. It was noted that the customer was unable to use the unit because the alcohol tank could not be properly connected. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation or investigation. During troubleshooting, the customer was advised to order a new alcohol tank. Device investigation was completed with the information available. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred because the user accidentally threw away cap on alcohol tank. The root cause was not identified. Olympus will continue to monitor the field performance of this device.